Event description:
Customer reported that the screen of the pump was broken, leaving it partially unreadable. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.